Manufacturer narrative:
The hvad is used for treatment not diagnosis. The facility reported that a patient's power sources would not stay connected to port two (2) on the controller after multiple sources were tried. There was no reported patient injury related to this event. The device was not returned to the manufacturer for evaluation, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. Similar complaints have been received and investigated. The root cause for the reported event cannot be conclusively determined; however, the reported "poor mechanical connection" may be attributed bent pins or damage to the outer grooves in the controller power ports likely due to improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a patient's power sources would not stay connected to port two (2) on the controller. Multiple power sources were attempted to attach to port two (2) but they would not stay connected. The facility performed a controller exchange and provided the patient with a replacement device. After multiple requests the facility did not return the device. There was no reported patient injury related to this event.